Manufacturer narrative:
Additional information: system UDI provided. System manufacture date provided. The suspected computer was returned to the manufacturer for analysis. Analysis found that the computer passed functional testing, visual/physical examination. Analysis found that the reported event was not related to a computer component.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was displaying "no signal" intermittently. The manufacturing representative was on site and was able to replicate the issue. They stated it was a really slow boot time, and the system states "no input" before the boot process starts. The fans were running and the system had 65% free space. Once the system was fully booted, there was no noticeable slowness. They tried uninstalling and reinstalling software with no resolution. There was no patient present when this issue was identified. No further information was provided.